Manufacturer narrative:
Currently, it is unknown to what extent the bard/davol dulex device may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges the patient underwent surgery to remove the bard/davol dulex mesh which was infected; however, the sample was not returned for evaluation and no medical records have been provided. Regarding infection the warning section of the instructions-for-use states, ¿if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ no valid lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided at this time, no conclusions can be made. The actual date of explant surgery is unknown, reported as "(B)(6) 2012"; therefore, we are using (B)(6) 2012 as date of event and date of explant. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2008: the patient underwent surgery for repair of an abdominal hernia. A bard/davol dulex mesh, (B)(4), was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to remove the dulex mesh which was infected. (B)(6) 2017: the patient subsequently endured additional surgeries to treat mesh-related complications.

Manufacturer narrative:
Addendum to the previous report. This supplemental emdr is being sent to provide additional medical and patient information as well as the correct event and explant date for the dulex mesh device (device #2). Based on the information provided it was reported the patient experienced adhesions, fistula and infection. Adhesions and fistula are listed as known possible adverse reactions in the instructions-for-use. In regards to infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." A manufacturing review was performed which found that the device provided was manufactured to specification. This file represents dulex mesh (device #2). A second file was created to address the other dulex mesh device implanted in the patient (device #1). With the current information available the conclusion for this file remains inconclusive.

Event description:
As was originally reported in 06/2018: (B)(6) 2008: the patient underwent surgery for repair of an abdominal hernia. A bard/davol dulex mesh, reference number (B)(4), was implanted to repair the hernia defect. (B)(6) 2012: the patient underwent an additional surgery to remove the dulex mesh which was infected. (B)(6) 2017: the patient subsequently endured additional surgeries to treat mesh-related complications. Addendum based on additional medical records provided: (B)(6)2008 :the patient underwent an extensive laparoscopic lysis of adhesions with extensive ventral abdominal wall hernia repair using two dulex mesh devices (dulex #1&2). (B)(6) 2012 ,the patient was diagnosed with a nonhealing fistula tract right lower quadrant. The patient underwent a debridement of skin and subcutaneous tissue and muscle. Per the op report, "there was a piece of mesh there, appers to be gore-tex mesh (dulex), it was contiguous so her incisional hernia repair mesh seems to be infected." (B)(6) 2012 ,the patient had an incisional hernia repair, performed laparoscopic with two separate meshes tacked up (dulex #1&2), one to the right lower quadrant and, in fact, it has a chronically draining fistulous tract and also contaminated, the second mesh is in the midline. Per the op report, the patient underwent an "exploratory laparotomy, removal of two incisional hernia meshes (dulex #1&2) along with the multitude of tacks and this was followed by abdominal wall debridement, skin, subcutaneous tissue, and muscle, and this was followed with closure of incisional hernia midline primary." Also per op report: "midline incision was opened, carried down to the hernia mesh. The mesh was kind of opened directly with scissors and then we were able to peel all the bowel and intra-abdominal contents off the abdominal side of the mesh. We took out all the tacks of the mesh to the anterior abdominal wall, no spiral tacks. Then we tediously separated the mesh from the anterior abdominal wall going circumferentially with the midline mesh (dulex #1). This midline mesh was actually tacked and has a secondary mesh in the right lower quadrant (dulex #2) tacked to it and there were a lot of inflammatory changes, unhealthy appearing granulation down in the right lower quadrant and we slowly freed the mesh off the abdominal wall, taking down all the tacks, all the stay sutures. Then we were able to remove all the mesh (dulex #1&2) (B)(6) 2017: patient was subsequently diagnosed with an incisional, possible spigelian hernia. The patient underwent a strattice (lifecell) mesh incisional hernia repair.